Manufacturer narrative:
DHR review for part#338.26, synthes lot#7497947/supplier lot #8370. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: 30-dec-2013, supplier: (B)(4). Manufacture location is synthes (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (tip for dhs®/dcs® impactor (338.28), part number 338.26, lot number 7497947). The subject device was returned with the complaint condition stating: this complaint is confirmed. One side of the distal tip has sheared off of the returned device as reported. The break is at an oblique angle. The distal fragment was not returned to cq and would be approximately 9mm x 12mm x 10mm. The material at the fracture surface appears homogeneous when visually inspected under 5x magnification. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. One side of the distal tip has sheared off of the returned device as reported. The break is at an oblique angle. The distal fragment was not returned to cq. Drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to off-axis excessive force while impacting (hammering to seat implant per technique). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested and the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a femoral orif (open reduction internal fixation) a small piece of the plastic tip of the dhs impactor broke off during use. The broken piece did not fall into the patient's wound. The surgeon continued the procedure using the same device. There was no reported surgical delay. Routine intraoperative x-rays were taken as standard for the procedure. The procedure was completed successfully. This complaint involves one device. This report is 1 of 1 for (B)(4).